Event description:
New information received notes that the right ventricular lead was damaged.

Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right ventricular lead exhibited low and out of range pacing impedance. An attempt to re-position the lead was made but the helix would not retract. The lead was not used, and a new lead was implanted. The patient condition was stable.

Manufacturer narrative:
The reported events were helix retraction problem, low pacing impedance and unspecified lead damage. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found over torque of the inner coil at the connector region consistent with procedural damage. The cause of the reported event of helix mechanism was isolated to the helix being clogged with dried blood/tissue and over torque of the inner coil. The reported event of low pacing impedance was not confirmed. Electrical testing was normal. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.